Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle broke off in the consumers arm. It was also reported that the patient was taken to the emergency room due to the malfunction.

Event description:
It was reported that bd integra syringe with detachable needle broke off in the consumers arm. It was also reported that the patient was taken to the emergency room due to the malfunction.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed due to unknown lot number.